Event description:
During a pci procedure, the bio ranger balloon ruptured at 6 atms on inflation. The number of inflations and to what atms is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending (lad) coronary artery. All concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.